Event description:
It was reported that the stent thrombosis occurred, the patient experienced angina and died. The 80% stenosed, mildly tortuous and moderately calcified target lesion was located in the left main and left anterior descending arteries. The lesion was pre-dilated with a 2.25 x 15 semi-complaint balloon. A 2.75 x 48 synergy was fully deployed at 16 atm for 10 seconds with no issues. The stent was then post-dilated with a 3.00 x 15 non-compliant balloon. Post procedure, the patient complained of severe angina and angiogram revealed acute stent thrombosis. During intervention, the patient collapsed and died. The documented cause of death is stent thrombosis, no flow.